Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Crease/folding of implant: observed. No other observations observed, no further actions are required.

Event description:
Patient reported right side deflation. Healthcare professional later reported deflation. Healthcare professional additionally reported "any creases associated with hole." Device has been explanted and replaced.

Event description:
Patient reported right side deflation. Healthcare professional later reported deflation. Healthcare professional additionally reported "any creases associated with hole." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, crease/folding of implant.